Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that husbands insulin pump was died. The customer¿s blood glucose level was unknown at time of incident. They put new battery in insulin pump and basal rates were gone. Customer also mentioned that bolus did not stop when they suspended the delivery, it was still running. The insulin pump will not be returned for analysis.